Event description:
It was reported that when the patient presented in hospital after being lost to follow up, right ventricular (rv) lead exhibited high pacing impedance and failure to capture. The lead was capped and replaced on (B)(6) 2024. The patient is in stable condition.